Event description:
Same case as MFR#: 2134265-2013-01328. It was reported that post a stenting treatment procedure, stent thrombosis occurred. The 3.0mm in diameter, long lesion being treated contained a <=45 degree bend and was located in the mildly calcified mid to distal right coronary artery (rca). The lesion was predilated using a 2.5x21mm non-bsc balloon, inflated to 16atm for 30 seconds. The physician deployed a 3.0x32mm and 3.0x38mm promus element plus stents, inflated to 12atm. The stents were post dilated using a 4.0x21mm non-bsc balloon. The stents appeared well apposed with no visible vessel dissection. Twelve hours post the initial procedure, the patient experienced chest pain. The patient was brought back to the cath lab where stent thrombosis was identified. Angiojet was used to remove the clots and the post dilatation was performed using a 3.0x21mm non bsc balloon, inflated to 20atm achieving "a very reasonable result." Medications given included: angiomax, integrelin, plavix, and aspirin. Six days post the initial procedure, the patient presented with chest pain. Patient had remained hospitalized. Stent thrombosis was identified. Angiojet was used to remove the clots and the post dilatation was performed using a 4.0x21mm non bsc balloon. The chest pain went away. Medications given included: integrelin and affient. No further patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).